Event description:
It was reported that on a research study about the management of soft tissue injuries and its treatment (mohan et al. 2015), a (B)(6)-year-old woman reported soft tissue injury in the mid maxillary region following a fall, dehiscence of the wound noted in both right and left commissure of the lip where it was covered with bactigras. Barrel bandage placed and patient was advised to restrict the mouth opening. On day 4 collagen membrane suturing was done to act as a scaffold for the wound. The patient was left under daily checks.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that this product is not approved in the us. Therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.